Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer received several pump error alarms. The customer¿s blood glucose was 127 mg/dl at the time of the incident. The caller said that he changed the battery that morning and that the pump cleared the active insulin. It then asked him to rewind and to go through the prime/rewind process. The caller was assisted with rewinding and loading the reservoir and the fill process was skipped. While reviewing the alarm history, there were pump error alarms present as well as other alerts. The caller wanted to confirm if there was a bolus that was delivered but they were advised that it was stopped by the alert. During troubleshooting, she said that the alarm did not occur during the rewind process. The customer was advised to check her pump settings for accuracy and to remain disconnected. She was advised to program a normal bolus in the air to determine if the delivery is successful and she said the bolus amount was not recorded in the daily history. They were advised to wait for the time to progress for one minute and the bolus was still not there but the active insulin had been updated. They repeated the rewind process and programmed another normal bolus in the air to determine if the delivery was successful. The caller said that the bolus amount still had not been recorded in the daily history. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All bolus delivered during testing were properly recorded at the pump history files. No pump error or failed battery test alarms were noted during testing. The power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit received with minor scratched display window, case and keypad overlay.